Event description:
The dealer states the device is alarming for a kinked line. The dealer states no service light is alarming. The dealer states the machine is continuing to beep for a kinked line even though the line has been removed.